Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastric bypass, the surgeon rotated and articulated the jaws, clamped the tissue and tried to fire the stapling device, however it did not fire. The procedure was completed with another device. The status of the patient: no problem.